Event description:
Customer called because she has been receiving excessive no delivery alarms and her blood glucose has been high. Customer's blood glucose has been 500 mg/dl and over since yesterday. She treated with manual injections. Customer stated she experienced nausea, vomiting, frequent urination and excessive thirst. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. The alarm history showed multiple no delivery alarms for the last couple of weeks. Customer was advised that high blood glucose levels are often caused by site or set issues. She stated she wants the device replaced because she feels it is not working correctly. She usually calls and goes through the troubleshooting, but the issues persist. The device is being replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device had a cracked display window corner, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. (B)(4).